Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose was 12.0 mmol/l at the time of the incident. Customer stated that they are currently traveling in france and it is hot. Customer was in a sandy kind of area but there was no sand around the buttons. Customer has not treated for their blood glucose. Customer's blood glucose is 7.4 mmol/l. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan. Customer was explained to remove the battery to keep the pump from alarming. Customer was advised that sweat from the body can damage the pump and cause the buttons to stick.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during our testing. The insulin pump had cracked case at the display window corner, cracked lcd window, minor scratched lcd window and cracked reservoir tube lip.